Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is 236511-01. Expiration date - the correct expiration date is 4/30/2017. (B)(6).

Event description:
A customer reported the sterrad® sealsure chemical indicator strip did not change color correctly after a completed sterrad® cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. Asp will continue to follow up for additional information. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00252 and 2084725-2016-00253.

Manufacturer narrative:
(B)(4). Load unknown to load released. Model/lot # exp date from 04/30/2017 to 02/28/2017. Device manufacture date: 10/2015 to 08/2015. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 10/08/2015 to 04/05/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. It is unlikely the issue was with the concomitant sterrad nx as the cycle did not cancel. The assignable cause could not be verified since the product was not returned for analysis. However, it was noted the customer was utilizing worn out mats and trays which could have contributed to the event. The issue will continue to be tracked and trended.